Manufacturer narrative:
E1: (B)(6). H3: one device was returned for repair with complaint that the device beeping constantly. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual test was performed, and the device was in good physical condition. Functional tests couldn't be fully performed due to error. Analysis found error codes 1870 and 1871, which pointed to a faulty motor. The motor was replaced.

Event description:
It was reported that the device was beeping constantly. There was unknown patient involvement. No patient harm was reported. Device was subsequently received for analysis. Analysis found error code 1870, additionally error 1871 popped up during the investigation. Both of these errors pointed to a faulty motor.